Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
The transmitter was returned for evaluation. The following were performed: external visual inspection, voltage test, pairing test with the (B)(4) bluetooth device, global transmitter final functional test and the data file was reviewed. The reported allegation was confirmed via data but could not be reproduced with the returned device. The probable cause could not be determined post investigation.